Manufacturer narrative:
The reported event of inappropriate or inadequate shock and sensing noise were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise over-sensing. During the lead extraction procedure, the ra and rv lead abrasion was observed. The whole system was explanted and replaced on (B)(6) 2025. The patient was in stable condition.